Event description:
It was reported that the pt experienced a bile duct leak after a laparoscopic cholecystectomy. An endoscopic retrograde cholangiopancreatography with stent placement was performed, and it appeared that the pt was not opened. The device was discarded. Although the surgeon claimed that the device belong to this manufacturer and had "gotten through," the operating room staff reported that the surgeon's preference card indicated a preference not to use this manufacturer's devices, and it was "highly unlikely" that the device belong to this manufacturer. Additional info was requested, but no additional info was available. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The device was not returned to the MFR for evaluation and was reported to be discarded.